Event description:
It was reported that on (B)(6) 2014 a laparoscopic sleeve gastrectomy was performed. The first firing was with a black reload and the next five firings were gold reloads. The procedure went well and a leaking test was performed. The procedure was completed with no patient consequence. On (B)(6) 2014 the patients hemoglobin was not good. On (B)(6) 2014 they were getting ready to send the patient home and they noticed that the patient was not feeling well. The surgeon took the patient in to perform a diagnostic lab. And it was noticed that there was blood and fluid in the stomach. After the blood and fluid was removed from the stomach it was noticed that between the second and third firing there was an opening in the staple line. The surgeon did not state what caused the opening in the staple line. Sutures were used to close the opening and a blood transfusion was required. The surgeon stated that he may have crossed staple lines during the stapling. The patient is currently stable. The device and six cartridges were discarded.

Manufacturer narrative:
(B)(4). Additional information: additional information received from sales rep. I did find out some more answers to what happened. It was for sure a leak and the tissue was opened up right around the transition area where it went from the second to third staple reloads. Additionally, the surgeon had to re-operate on the patient again post op day 14 (from first surgery). She was leaking again and this time the leak was further up on the staple line and appeared around the 3rd and 4th staple lines. The surgeon then converted this patient to a lap rny and the patient is doing fine and is home now.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was anything done to address the hemoglobin issue when noticed on (B)(6)? Are the hemoglobin numbers available? Not sure, will find out. Was the blood found intraluminal or intraperitoneal? Not sure, will find out. What did the staple formation look like at the opening in staple line? Please describe shape. Still trying to find out but the doctor stated that the tissue came open right at the point where the 2nd and 3rd staple lines crossed. Appeared that the tissue opened up was the opening where staple lines crossed? Yes. Was buttressing material used? No.